Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. It was found that the clamp motor did not react. A failure of the hall sensor and/or the circuit boards is suspected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: based on previous investigation results for similar cases, the most likely root causes of the reported failure can be associated to defective components such as photoelectric barrier, hall sensor at the stator and circuit boards. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for repair. The clamp was tested and the error confirmed. The photoelectric barrier and the stator with hall sensors have been replaced to solve the issue. Moreover, the clamp boards are replaced as per equipment maintenance interventions prevention as well as circuit breaker and bearing. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a s5 erc tubing clamp / 620mm intermittent failure during a procedure prior to bypass. An error message appeared and the clamp was replaced with another to complete the procedure. There was no report of patient injury.